Event description:
It was reported that the patient was being treated in the infra-orbital region when the user accidentally jumped into the orbital rim region. Patient is complaining of blurry vision. Procedure was a few weeks back.